Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the preparation of steerable guide catheter(sgc), a leak was observed from crack in dilator's flush port while de-airing. The sgc was replaced with another device to complete the procedure. The mr was decreased to grade 2 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on information provided and without the device to analyze, a cause for the reported cracked dilator flush port resulting in leak/splash could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the preparation of steerable guide catheter(sgc), a leak was observed from crack in flush port while de-airing. The sgc was replaced with another device to complete the procedure. The mr was decreased to grade 2 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.